Event description:
The patient's available programming history was reviewed and it did not show any high impedance as of the last diagnostics performed on (B)(6) 2010.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2014 it was reported that the patient was referred for replacement surgery, but the patient¿s mother did not think the vns helped. The patient¿s clinic notes showed high impedance at the patient¿s visit. The patient does not have follow-up visits often and the physician does not interrogate the vns at every visit so it is unknown when the high impedance first occurred. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental report 1 inadvertently included the following phrase: " the last diagnostics performed " relevant tests/laboratory data, including dates, corrected data: supplemental report 1 inadvertently did not include the system diagnostics from (B)(6) 2011.

Event description:
It was reported that the patient underwent full revision of generator and lead. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was completely depleted pre-operatively. The suspect product was reportedly discarded. No further relevant information has been received to date.

Manufacturer narrative:
Analysis of programming history.